Manufacturer narrative:
One device was returned for analysis with complaint that device is alarming error code 41786. This indicates a system fault, signifying that the pump is not delivering medication. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log indicated multiple instances of system fault 41786. Visual and functional testing was performed. Device intermittently would not power on and alarmed system fault 41786. The printed wiring assembly was replaced to correct the issue. Repair was confirmed through pump power up test. Upon further investigation found delaminated downstream occlusion (dso) seal. Replaced dso seal. Found upstream occlusion (uso) seal separating from chassis. Replaced uso seal. Device passed all testing post repair.

Event description:
It was reported that the device is alarming error code 41786. This indicates a system fault, signifying that the pump is not delivering medication.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming error code 41786. There was no reported patient involvement.